Event description:
During the device evaluation for another complaint, an overfill situation was identified. In 2007, the cycle by cycle ultrafiltration (uf) log revealed a positive uf of 959ml above the programmed fill volume of 3000ml in cycle 2 of 4. Per the rn, this hp is a good ultrafiltrator, and it is not oncommon for the hp to drain this amount. No pt injury or medical intervention was associated with this incident per the rn.

Manufacturer narrative:
The device was received and homechoice was evaluated in the product analysis lab (pal) for the reported difficulties of overfill. Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt was within design specifications. Software was then used to monitor the devices pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. No failure or malfunction of the device was identified that could have caused or contributed to the reported difficulty. The reported difficulty of overfill was confirmed in the event and cycle by cycle uf logs, however, it was not duplicated during the pal evaluation. Based on a review of all available therapy, alarm and event log data combined with available decision tree information. Pal has determined the most probable cause its: insufficient drain/multiple cycles advance to fill when slow/no flow occurred above the minimum drain volume threshold. The device will be sent to the refurb area for refurbishment.